Event description:
During patient use, suddenly a "switched to backup battery" occurred when the ac cable was removed. Replacing the power pac battery resolved the issue. The pt ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.